Event description:
Information received indicates, functions from the left intermediate siderail are only working intermittently.

Manufacturer narrative:
The technician found an open wire on the ucm cable and signs of fluid ingress on the ucm board. The technician replaced the ucm cable and board to repair the bed.